Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5568-53 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a slow, steady rise in the superior vena cava (svc) impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was further reported the rv lead had been capped and abandoned. No patient complications have been reported as a result of this event.